Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag became disconnected from the cassette line during fill one of three on the home choice (hc). The technical service representative (tsr) assisted the care giver (cg) to end therapy and removed the cassette. The cg stated they would start over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.